Event description:
The surgeon attempted to implant a toric silicone lens. The lens tore prior to insertion into the eye. No pt contact or injury. The injector and cartridge model and lot numbers were not provided.

Manufacturer narrative:
Eval visual inspection of the returned product showed that the lens was torn in two pieces. Conclusion based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.